Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -8.5/1.0/102 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Low vaut was observed. The lens remains implanted. Patient will be monitored and no exchange is planned.

Manufacturer narrative:
D6a - (B)(6) 2023. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).